Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently times out sooner than expected even after customer confirmed they are pressing in the intended areas of the display. Customer's blood glucose ranged from 94 mg/dl to 197 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.